Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical affairs specialist (mas) has reviewed the customer care advocate (cca) documentation. The lay user/pt contacted lifescan on march 5, 2009 alleging that her onetouch ultra meter was displaying a "c something" on the bottom left corner of the display and had a concern with the battery. The pt stated that the reported issue first occurred at an unspecified time 2 weeks ago. The pt did not make any changes to her diabetes medication regimen and continued to take her usual dosages. She claimed she developed high and low blood glucose symptoms as a result of the reported issue. In 2009, the pt went to the doctor's office, and was treated with 8 units of an unspecified insulin and 2 pills of an unspecified medication. She denied she was tested on any other devices at the time of concern. This complaint is being reported because the pt allegedly developed high and low blood glucose symptoms and received medical intervention as a result of the reported issue. In addition, the reported issue was unresolved with troubleshooting. Replacement products were sent to the pt.